Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient has a planned hip revision surgery due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Medical products - unknown trilogy acetabular cup catalog#: ni lot#: ni, unknown femoral head catalog#: ni lot#: ni, unknown femoral stem catalog#: ni lot#: ni.